Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure the activating clotting time (act) was 94 seconds. Heparin was administered just prior to trans-septal crossing and act was then noted to be 277 seconds. A watchman truseal access system (was) was inserted. As the was was crossing the septum, a thrombus was noted on the tip of the was. The clot was aspirated and the procedure continued. A watchman flx closure device & delivery system was inserted and deployed. The closure device was successfully implanted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure the activating clotting time (act) was 94. Heparin was administered just prior to trans-septal crossing and act was then noted to be 277. A watchman truseal access system (was) was inserted. As the was was crossing the septum, a thrombus was noted on the tip of the was. The clot was aspirated and the procedure continued. A watchman flx closure device & delivery system was inserted and deployed. The closure device was successfully implanted. It was further reported that the thrombus aspiration was performed via a non-boston scientific catheter and there was visual confirmation that the thrombus was successfully aspirated. Intracardiac echocardiography (ice) was the imaging modality utilized to identify the thrombus.

Manufacturer narrative:
B5: information added to event summary